Event description:
The complainant reported that the patient experienced limb ischemia. The patient's impella leg was livid and had poor circulation. Catecholamine could not be reduced and there was no vascular surgeon on site. The physician did not want to do a crossover by pass because the patient was not able to be transferred. As the patient was not weanable from the impella, it was recommended to remove the pump and implant a new one on the opposite side. Care was withdraw and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿